Event description:
It was reported that the 9800 system had poor image quality with grainy images during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller, image processor, system interface board, single board computer and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.